Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer's wife reported via phone call of high blood glucose readings and no delivery alarm from the insulin pump. The customer's blood glucose reading was 589 mg/dl. The customer's wife stated that when they came back from (B)(6), the pump was not giving insulin. The customer was advised to remove the infusion set from the body and program a 1.0u fixed prime until insulin is visible at the end of tubing. The customer was advised to reset and fix the prime to the correct amount. The customer is advised to monitor the pump and call back if anything persists.